Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 106 (night drain #6) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient did not have any increased intra-peritoneal volume (iipv) symptoms. The technical service representative (tsr) assisted the patient in clearing the alarm. The tsr initiated a swap of the homechoice. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new device arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A review of the device logs verified the reported difficulty of iipv- adult (high drain volume 106). Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The sample analysis revealed no device malfunction that could have caused or contributed to the reported problem. A device history review revealed no issues that could have caused or contributed to the reported issue. Upon completion of the evaluation the cause of the iipv event was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.